Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed an a64. Troubleshooting was not done for the alarm. The customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump had rf pic failed self test alarm during self test due to faulty on radio frequency board. Device passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Device was received with minor scratched display window and cracked reservoir tube lip.